Manufacturer narrative:
The results of the investigation concluded the tip corewire and coil had been fractured and separated. The combined length of the sections indicated there was no part left in patient. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the optowire pressure guidewire. The most probable root cause of this event is believed to be patient condition. The optowire instructions for use (IFU) states that user shall never advance the wire when resistance is felt and any progression of the wire must be done under fluoroscopy.

Event description:
While performing a ffr procedure on a patient with a very tortuous and partially calcified # 3 lesion, the distal piece of the optowire broke and separated. While the physician tried to retrieve the distal piece using a balloon catheter, a coronary dissection occurred. The separated piece was removed from the patient. The dissection was treated with a pci procedure. The patient is in a stable condition.